Event description:
It was reported by the patient that she underwent an excision of a retroperitoneal mass procedure to remove a cancerous tumor and concomitantly underwent a partial cystectomy and a hernia repair procedure on (B)(6) 2009 and mesh was used. Since the procedure, the patient has been experiencing bleeding, severe abdominal swelling, lower back/upper leg pain, a bad infection after surgery, chest pains, abdominal pain, the mesh sucked in a piece of her lower right abdomen, pain during intercourse, very rare bowel movements and fatigue. All symptoms are still occurring. The bleeding between menstrual cycles has calmed down which lasted from (B)(6) 2010 until (B)(6) 2011. The patient has undergone numerous tests with no answers. The patient has been cancer free since the procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia, (B)(4) - constipation, (B)(4) - fatigue. Device (B)(4) - pain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.